Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to rattling in the forceps stopper mouthpiece due to the forceps channel port was not secured, the additional evaluation findings are as follows: adhesive on bending section cover has a chip, due to wear of angle wire, bending angle in up direction did not meet the standard value, connecting tube had a dent and buckling, and universal cord had a wrinkle and a dent. The following device components had a scratch: bending section cover, video connector case, video connector, light guide (lg) connector, lg-cover glass, video cable, protector of universal cord on suction connector side, universal cord, up/down (ud) plate, angulation lever, grip, scope cover, switch box, control unit, and image guide protector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the visera tracheal intubation videoscope had a dark image. There was no patient harm associated with the event. The device was returned and evaluated, and there was a rattling in the forceps stopper mouthpiece. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 19 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event occurred due to use stress, external factors, or handling. However, a definitive root cause could not be determined. The event can be detected/prevented by handling the device in accordance with the instructions for use which states in "chapter 3 preparations and inspections 3.2 preparations and inspections of the endoscope:" [inspection of endoscope] 1. Confirm that there are no large scratches, deformations, or other abnormalities on the external appearance of the operation part or connector part. Olympus will continue to monitor field performance for this device.